Event description:
Information was received from a consumer regarding a patient receiving clonidine and fentanyl via an implantable pump. The indication for use was spinal pain indications. The patient reported that they were having problems with their personal therapy manager (ptm) "again". Per the patient the "controller keeps crashing" and they were not able to get a bolus. Per the patient, when the ptm "crashes" they did not feel like they got their bolus and they "don't get any relief" from the pump. Per the patient, if they were unable to bolus, they would not be able to sleep because the bolus "takes the edge off" so they could go to sleep. During the call the patient was able to connect to the pump and deliver a bolus. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient also reported seeing service code 156 and received messages that the application was not responding and to "close and wait". Additional information was received on 2024-12-12 from the patient who re-reported issues of telemetry delay at 90%, seeing 'myptm app not responding, close app or wait,' so they hit 'wait,' but the myptm app continues to crash. The patient stated they have over 181 documented instances of service code 156 (application restarting due to system error). The patient contacted the company representative a few times about this and was told to power off handset in between uses and call patient services if that doesn't resolve the issue. The patient stated they contacted them once after finding a new doctor, but first called the company representative about these app issues ¿last month,¿ then stated ¿recently.¿ the patient stated this direction did not help them because it takes 3 minutes to connect to ¿deliver bolus¿ and then takes another 3 minutes to get the bolus after requesting it. The patient stated they know there is a telemetry delay due to handset disp laying lockout time as 3 minutes less than their lockout time upon finishing the bolus request. The patient mentioned their handset had been ¿fine¿ and it connected within 10 seconds after getting a refill, but it's getting longer and it was under 3 minutes. The patient was getting more 156 than before. In the beginning, it worked fast. The patient further stated ¿the communicator connected fast with my old handset - it took 15 seconds for the communicator to find the handset or the pump, whatever connection is established first, but it doesn't connect fast with my current communicator.¿ the patient inquired if this is a communicator issue due to their communicator never being replaced before and mentioned it's difficult to request a bolus in public because they have to go somewhere private due to the time it takes to bolus. The agent agreed to replace the handset as part of troubleshooting but reviewed handset replacement will not resolve 90% telemetry delay. An email was sent to the repair department for a replacement handset and a compatible wallet. The patient has over 100 instances of service code 156, along with other reports of ¿myptm app not responding, close or wait,¿ and telemetry delay at 90% when trying to connect to the pump. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type mobile platform product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software product ID: m977041a001, serial# unknown, product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that he was trying to bolus the personal therapy manager (ptm) it was lagging at 90%. The agent reviewed how to delete the data. The reached out before and someone showed him how fix the issue. The agent flagging for tracking purposes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.